Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information in (B)(6) 2013 from a returned patient verification form that this patient died in (B)(6) 2012 (approximately 11 months from the prior product experience). There were no allegations or complaints that the use of the device caused or contributed to the patient's death. Subsequently, boston scientific received information that this local representative spoke to the hospital. According to medical record documentation, the patient refused to have a device replacement procedure. To date, the device has not been returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) may have a battery that depleted prematurely. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.